Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and four months later, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed there was a caval perforation of 9 o'clock was 10.0mm, strut was bent posteriorly and superiorly and 6 o'clock was 9.2mm. Right sided tilt with 7.04-degrees. There was migration and the apex of the filter was at the level of the renal veins. Therefore, the investigation is confirmed for alleged filter migration, material deformation and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately ten years and four months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated, bent and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.